Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the perfusionist that the patient came to the clinic on (B)(6) 2016 and it was noted that port #2 on his controller was loose to the touch and was starting to separate from the controller housing.&#2068;he patient denied any alarms because of it or pump off time due to the loose connection. The site decided to perform a controller exchange which the patient tolerated well with minimal pump off time. The patient was issued a replacement controller.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The controller failed visual inspection because the controller's power port 1 and power port 2 connectors are loose from the controller housing. Loose connectors are being investigated by the manufacturer with the supplier. Note:  this controller was received with the old software version installed (no smr upgrade performed). The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.